Event description:
After the zero tip nitinol stone retrieval basket was removed from the patient, the tip of the basket appeared abnormal. The staff questioned and investigated whether the tip had broken off in patient.